Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported complaint. The instrument was found with a broken curved blade at the base. The broken piece approximately 0.43" x 0.10" was returned. No material was missing as the broken piece was assembled back. Further investigation found a broken teflon pad. The broken piece approximately 0.03" x 0.03" was not returned. The material was missing.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the harmonic ace instrument blade was broken off. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the harmonic ace instrument was inspected prior to use with no issue. The instrument did not collide with any other instrument or hard material during procedure. A fragment fell into the patient and was retrieved during the same procedure. No additional procedure was required to remove the fragment. The patient did not return to the hospital due to any post-surgical complications related to retaining a foreign object. No post-operative test was performed.